Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they mow their lawn, their heart goes into various levels of heart block. The patient questioned whether various electromagnetic interference (emi) devices could be the reason for their heart block. The patient was directed to contact their clinician to have a device check performed. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.